Event description:
It was reported that the patient has open heart surgery, and noise was noted on the right ventricular lead. The noise was most likely due to cautery. The patient had experienced arrythmia during procedure, requiring external defibrillation. No further information was available.